Manufacturer narrative:
According to the facility on (B)(6) 2023 the locking screw head "snapped off when engaging with the plate". Per the facility the physician "removed the base of the screw by coring it out". Per the facility the procedure was completed without further impact to the patient or the procedure. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 the locking screw head "snapped off when engaging with the plate".